Manufacturer narrative:
The customer did not provided data or material for investigation. Without these materials to investigate, a specific root cause could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys estradiol iii assay results for 4 patients tested on a cobas 6000 e 601 module compared to the vidas method. The results in question were not reported outside of the laboratory. There was no allegation of an adverse event. The cobas e601 serial number was (B)(4).